Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir was damage (out of the box). Customer's blood glucose was unknown mg/dl. The customer advised that we would replaced 4 reservoirs and agreed to return the product for analysis.